Event description:
The suspect device user thought the device was giving an accurate results. User kept getting dizzy and falling. User went to the hosp and was told their glucose was high. User was told to change their diet. Controls were not used. The device was replaced and requested to be returned for evaluation.